Manufacturer narrative:
H3- device evaluation: lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.50/+2.0/79, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. This exchange resolved the problem. Cause of event was unknown.